Event description:
I use the dexcom g6 sensor/transmitter system and this is the 5th time this year I have had a transmitter failure where the whole thing completely stops working. My girlfriend (dexcom user as well) has experienced this twice this year. This system is an important tool at helping to maintain a healthy life while living with type 1 diabetes and is crucial in alerting life threatening low blood sugars. They refuse to give any reassurance that this is not a common issue and always try to pass the blame on the cell phone or insulin pump paired with it and not that their product is malfunctioning. Being an electrical engineer in the medical device industry, I know the strict guidelines and rules a company must follow to develop and manufacture medical devices and that any change must be properly documented; including reason for change and, if needed, testing. Well I believe dexcom has recently made a change to their product and did not do proper testing and their g6 device is not functioning as it originally did. I have used it since 2018 without a single issue and now 5 times in one year plus 2 more from a friend is definitely a red flag. It also makes me concerned about the g7 they are push to release soon. Their product is a true life saver when working properly but can lead to very serious medical issues/emergences when it fails. I am a true advocate for the FDA's requirements for medical device development, manufacturing, and post surveillance requirements and believe dexcom is not living up to those standards. I truly hope this issues is thoroughly investigate for I fear and feel for the parents with diabetic children that relay on this technology. Sincerely, (B)(6). FDA safety report ID # (B)(4).